Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the issue was the result of patient negligence: pump subjected to conditions outside specifications. The last bolus and the last basal were delivered on 07/16/2013. An ezprime sequence was performed successfully with no issues. Pump was exercised for 24-hrs on a 1.0u/hr basal program; no alarms or warnings occurred during this time. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump successfully passed a 29-hr flow test and was found to be delivering within specification. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she had symptoms of feeling disoriented, shaky, and sweaty while her blood glucose was down to 59 mg/dl. She was able to administer self treatment with 4 ounces of juice to bring her blood glucose back to target range. Her blood glucose has been lower than usual, ranging from 51 to 100 mg/dl, for the last couple of days. During the troubleshooting session, it was discovered that the patient went to the airport and the patient¿s pump was exposed to a full body scan. At the time of the call, the patient was advised to go to a backup plan but she remained on insulin pump therapy on her own accord. The animas products were replaced and requested back for investigation. This complaint is being reported due to the exposure to x-ray issue and because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy. It is not unclear whether product malfunction, use error, or diabetes management was the contributor of the reported hypoglycemia.